Event description:
The customer called to report that the insulin pump got submerged in water. The customer stated that there is water underneath the liquid crystal display. The customer also stated that the insulin pump alarmed battery out limit, but he was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. Moisture damage was noted on the electronic assembly and keypad assembly during visual inspection.